Event description:
No information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality. Based on the results of the investigation, it is likely the following led to the malfunction: poor image quality due to component failure of universal cable. Light guide cover glass is broken due to components failure of light guide cover glass. Loose connector screw due to component failure of video connector cover. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope's light guide cover glass cracked and the video connector section screw came off. There were no reports of patient harm.